Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported device test failed. The customer reported a blood glucose value of 6.9 mmol/l. The customer was treated with emergency medical services. The event involved product(s) mmt-1885. Troubleshooting was performed, and high-pressure test did not pass twice. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0873 inches. The thump and carelink software were utilized and downloaded trace/history files properly. On the primary svn#: (B)(6), event date of 19-jul-2025 of the daily total collection starttime, the daily total of basal insulin delivered = 4.75 u and daily total of bolus insulin delivered = 7.5 u which is equal to the daily total of all insulin delivered = 12.25 u. On related svn#: (B)(6), event date of 18-jul-2025 of the daily total collection starttime, the daily total of basal insulin delivered = 7.475 u and daily total of bolus insulin delivered = 71.4 u which is equal to the daily total of all insulin delivered = 78.875 u. On the primary svn#: (B)(6) event date of 19-jul-2025/related svn#: (B)(6) event date of 18-jul-2025, there are no unexpected alarms/suspends recorded in the formatted history file. Pump received with intermittent button response on the select button. The keypad overlay was removed to perform visual inspection and found cracked keypad dome switch on the select button. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24 mv). The pump was received without a battery and battery cap. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked up, down, select and right button keypad overlay and scratched case. Unable to verify customer alleged for high bgs/dka. Customer alleged not confirmed for hp test failed. Pump received with intermittent button response due to cracked select button keypad dome switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.